Manufacturer narrative:
Additional information b.3 date of event: this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction device codes (fdd/annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a pixie cardiotomy venous reservoir (cvr), it was reported that air leakage occurred in the pixie oxygenator, causing the patient¿s blood to come into contact with the system¿s temperature control water.the physician stopped the bypass, replaced the oxygenator with one from another manufacturer, and continued the operation. The impact to the patient was prolonged surgery time and severe blood loss with postoperative infection.this required close monitoring and the customer was concerned that there was a risk of death.the patient is alive after the surgery.

Manufacturer narrative:
Correction b5: medtronic received information that during use of a pixie hollow fiber oxygenator. Medtronic received additional information that there was 300ml of blood loss. A transfusion was required due to the blood loss. The patient was prescribed a combination of antibiotics to avoid infection. The patient was stable after surgery. Device evaluation summary: visual inspection shows evidence of a fiber leak with blood staining on the top and bottom of the fiber bundle. Performed the hfo pressure decay leak test on the water side per document. The test ramps up the pressure in the water side to 45 psig and then checks for a decay. During the test there were no leaks detected. Blood side pressure integrity testing was performed at 1 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the fiber bundle with water leaking on the top of the fiber bundle. The customer has provided a video showing evidence of a leak from the wire. During the testing in the lab there was no leak from the wire, there is a fiber leak with water on top of the fiber bundle during the test. Reason for return was confirmed for a fiber leak. Correction d.1 brand name correction. D.4 model # correction. D.4 catalog # correction. D.4 serial #. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.